Manufacturer narrative:
The device associated with this report was not returned. The product lot code was not provided. A complaint database search on the provided product code identified similar reports which when confirmed were attributed to user technique/misuse due to mis-alignment. Prior evaluations found damage to the flat of impactor suggesting mis-alignment prior to impaction. The investigation could not verify or identify any product contribution to the current reported event with the information provided as the reported device was not returned for evaluation. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Trends are being monitored through post market surveillance (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The white impactor tip broke.